Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions is likely that the cable easily disconnected due to damage to the connection part of the power cable. The defect may have been caused by damage to the device from fatigue due to repeated operations or strong external impact. However, we were unable to pinpoint a specific cause. Since the phenomenon of the "device keeps rebooting" was not reproduced, we could not determine a cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had the part where the power cable plugs in is shaking and the power keeps rebooting and it looseness due to damaged power cable connections was observed. Power cable wobbles or falls out easily. The issue occurred during the preparation for use. The procedure was diagnostic and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; the part where the power cable plugs in is shaking and the power keeps rebooting. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.